Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance, oversensing, a patient alert, and that the lead was "broken". The lead was explanted and replaced. A second rv lead was also returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device; analysis revealed that there was oversensing. There were 15 ventricular nst (non-sustained tachycardia) less than or equal to 210 ms between (B)(6) 2012 and (B)(6) 2012. There was also high impedance; 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The daily pace impedance trend data shows an abrupt increase for ventricular pace bi impedance equaling 836 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012. The partial lead was returned in segments, analyzed and revealed that the defibrillator conductor was fractured. It was also noted that the defibrillation conductor was distorted, there was blood/body fluid on all conductors (not obstructed) and on the outer tubing overlay. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was tissue on the helix; (B)(4) the partial lead was returned in segments, analyzed and revealed that the distal conductor was fractured. It was also noted that the defibrillator and proximal conductors were fractured, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached (clavicle-rib crush), the outer tubing overlay was melted and breached cut, there was blood in/on the helix mechanism and there was tissue on the helix.